Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male pt underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be approximately 7 mm. Peri-procedure the pt was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was inserted into the pt and the balloon lost pressure as the physician pulled towards the arteriotomy (between 1st stop and 2nd stop). The physician removed the device and converted the pt to 45 minutes of manual compression. Hemostasis was achieved. The pt was reported as hospitalized, not mynx related. No further info is available.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The review of the lhr (lot f1131403) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU).